Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During a routine implant procedure of an implantable pulse generator (ipg) and lead system, the helix tip of the lead broke off and remains in the patient. A new lead of the same model was successfully implanted.